Event description:
A ventilator was returned to the manufacturer for foam remediation. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, error codes were reviewed from the ventilator's downloaded event log. No action was taken. The customer has requested no repair, and no repairs were made to the unit. Additional findings not related to the malfunction/issue include cosmetic dc port damage, base and enclosure are cracked on the back bottom in addition to the area near the sd cover, the handle is cracked, and the unity is missing four feet. The dc port is broken so no test can be performed.